Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a microclave¿ clear connector generated a leak during patient use. The reporter stated that mr nord, during the administration of contrast medium (gadovist 1.0) via microclave and peripherally inserted central catheter (PICC) the contrast medium could not be administered, and an occlusion in the PICC is suspected. When unscrewing, the spring in the microclave continued to contract and fluid was leaking out of the PICC. In the presence of a responsible specialist, the mr situation in the PICC was examined (without a patient). The gadovist syringe can be screwed onto the microclave, but no application is possible and the microclave is partially irreparably damaged. Gadovist syringes and microclaves are incompatible and lead to material damage. Serious consequences for the patient. The PICC was removed and reinserted. The status of the product at the time of the event was during infusion. The product was stored in the mr nord radiology department, in the cabinet at room temperature. The defect has been found on the product when unscrewing, the spring in the microclave is still contracted and fluid leaks out of the PICC. There was no unprotected chemotherapy exposure. It did not come into contact with the patient or the healthcare provider. There was no patient harm reported.